Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after patient fell, patient broke both her femurs and a hematoma was noted at implant location. On august 8 and 12 patient was operated and on (B)(6) 2015 patient died due to cardiac respiratory arrest.